Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultrafiltration event occurred during hemodialysis therapy with an ak 98 machine, described as "body dehydration¿. There was no report of serious injury or medical intervention associated with this event. No additional information is available.